Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive telemetry. Device replacement is anticipated, however, no intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the device was later explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.